Event description:
The customer reported that the set was separated from the spike of the piercing pin. It was unknown whether it was noted immediately out of the package, or during priming, however it was reported that the set was not connected to the pt yet when the separation was noted. Though requested, no additional info was provided.